Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicated. The field service engineer (fse) checked the ethernet cable and replaced it. I verified the network ip configuration and changed the setting from static to dynamic host configuration protocol (dhcp) to restore proper network communication. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed an issue with pyxis that the device was not communicating and device ach3smain was on critical override and remote smart service shown offline for 3 days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.